Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported mechanical issue with the knob cannot be determined; however, it is possible that the sgc knob was over-torqued, putting increased tension on the cable, resulting in cable break and subsequent noise (pop) being heard; however, this cannot be confirmed. Although a conclusive cause for the reported mechanical issue and noise cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the inability to deflect the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced onto the guide wire, outside the anatomy, and the +/- knob was turned less than three quarters of a turn in the minus direction. At this point, a pop was heard and the tip would no longer deflect in plus or minus direction with the use of the knob. The sgc was removed from the guide wire and replaced. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.